Event description:
The resident was found lying on the floor. The low air loss mattress that the resident had been lying on was found to be over inflated atleast 3 feet over normal. The mattress is inflated and regulated with a control pump.